Event description:
Emergency home response system failed due to overheating of transformer providing power to unit. This posed what rptr feels may have been a fire hazard as well as a lack of emergency communications from client's home to the hosp.